Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. During testing, the pump did not recognize the cartridge and dispensed insulin during the load cartridge step. The force sensor was found to be out of calibration during investigation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A damaged force sensor plate was observed during visual inspection.

Event description:
An animas employee reported that the pump dispensed insulin during the load cartridge phase during a demonstration. The event occurred one time only, the pump was filled with a saline solution, and it was not connected to anyone. She denied known physical trauma to the pump and said the motor sounds are normal.